Event description:
It was reported to us through the maude event report, that the customer stated, the heating pad was turned off but plugged in, and in the morning it was discovered the wire at one end was blackened and burned.

Manufacturer narrative:
Based on this limited info and past events we found cord cut at the butterfly near the pad. Cord breakage usually occurs when the cord is repeatedly over bent near the pad. Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.